Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. Reporter occupation-lead tech the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that dring up and over case to treat superficial femoral artery (sfa), the doctor had trouble advancing the destination device past access site. He removed the sheath and noticed accordion/fish mouthing at the dilator/sheath transition. The sheath was removed, and a new destination was advanced with no issues. The case continued successfully, and the patient was doing well. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to update section h3, and to provide the completed investigation results. One 6fr 45 cm destination sheath was received for product evaluation at terumo medical corporation. The sheath was mated with dilator when received. The sheath was subjected to visual analysis and damage was observed on the tip of the sheath. Microscopic analysis confirmed that the sheath tip was damaged in a fashion where there was a bulge and a fold on the tip of the sheath. The outer diameter of the sheath was measured to be 0.1094" and the inner diameter of the sheath tip was 0.086" which was within manufacturer specification. A review of the device history record of the product code/lot# combination was conducted with no findings. The complaint can be confirmed for sheath tip mechanical damage. Based on the damage observed, it is likely that the damage on the sheath tip can be attributed to difficulties at the point of insertion, possible due to calcification. It is likely that the tip of the artery came in contact with calcification that propagated various forces that deformed the tip of the sheath. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 22jan2021. There was no significant scarring on the access site. There was some calcification.